Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that a patient's catheter began to leak from a crack at the hub. The catheter was removed and replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation,3006260740-12-21-2017-001-c (z#-tbd), is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample, and the ink on the extension legs was observed to be worn and faded. A large split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed emanating from the split in the red lumen. No leaks were found in the purple lumen when it was flushed and pressurized and both the purple and red lumens were found to be patent to infusion and aspiration. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of both the red and purple lumens was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation, 3006260740-12-21-2017-001-c (z#-tbd), is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that a patient's catheter began to leak from a crack at the hub. The catheter was removed and replaced.